Event description:
Healthcare professional reported via regulatory agency for unknown side anaplastic large cell lymphoma related to mcghan textured implant. Histopathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5109599. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.